Manufacturer narrative:
Cont. Health impact-f15-recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports a left device rupture diagnosed via MRI. Device has been explanted and replaced with a non allergan device.